Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00092.

Event description:
It was reported that the glenosphere disassociated from baseplate. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No additional information available at this time.